Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot #: va1mr7q, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 18-dec-2021, UDI #: (B)(4). This event was also reported under manufacturer report #3004209178-2019-09017. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Rep said the patient came in for a battery replacement. After opening the pocket of the previous device, the healthcare provider (hcp) noticed some discharge in the pocket but nothing showing signs of infection so the pocket was irrigated and cultured. The battery was placed with the lead of the first system, the patient's incision was closed, and they were released. The next day, the patient was brought back and the battery and lead were removed because of positive culture for infection. The patient said they were given oral and IV antibiotics to cure the infection. The patient is doing fine and is set up for a new system on (B)(6) 2019. The ins and lead will not be returned to the manufacturing company because they were discarded. No device issue was reported and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. No new information